Event description:
Caller states patient tested 6.3 inr and 5.0 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. Patient had been take to the emergency room (ER) for dehydration. No treatment information provided. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states neonate patient received the following inform system/lab results within 10 minutes: 42 mg/dl/24 mg/dl, 53 mg/dl/38 mg/dl. The comparisons were performed approximately 1.5 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.